Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the pump history from the time of the reported event was unavailable due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter stated that the patient awoke with a blood glucose of 22 mmol/l with urinary ketones of 2.4 mmol/l. The reporter stated that the pump was alarming that the basal program was empty. A review of the pump history showed that the patient was not getting basal delivery from 8:48 pm on (B)(6) 2012 until 8:03 am on (B)(6) 2012. The reporter stated that the patient was pressing buttons on the pump unsupervised the previous night and must have selected an empty basal rate. The reporter also stated that the patient's cannula had fallen out of the skin overnight. Customer support advised the reporter of the pump lock feature to prevent the patient from pressing buttons which could be dangerous. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.